Event description:
A report was received from the affiliate indicating that a healthcare worker suffered hydrogen peroxide (h2o2) burns. The event occurred when the healthcare worker removed the loads from the completed cycle from the sterrad unit without wearing gloves. The h2o2 contact was on the employee's left index finger and tip of thumb. The skin was discolored with a feeling of soreness. The employee sought medical attention, and an unknown ointment was prescribed.

Manufacturer narrative:
Soreness. At the time of the event the sterrad sterilization cycle had completed. The h2o2 was observed after the completed cycle. The temperature of the room where the sterrad was operating was approximately 15-40 degrees celsius. It is unknown if a biological indicator was included in the load or if a residue sample is available. It is unknown if the load involved was re-processed. The load consisted of (1) oral surgery rubber cup. The initial reporter indicated that the account does not need service to be dispatched to the facility. Sterrad 200 user's guide indicates: warning! Hydrogen peroxide is corrosive: concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Warning! Risk of skin injury: direct hydrogen peroxide contact with the skin can cause severe irritation. Wear chemical resistant latex, pvc (vinyl) or nitrile gloves when handling used cassettes or ejected cassettes, items from a cancelled cycle or items that have moisture present after a completed cycle. Immediately take off contaminated clothing and rinse thoroughly with water to avoid potential fire hazard and wash before re-use. Warning! Possible residual hydrogen peroxide contact! Failure to ensure that instruments are completely dry before they are processed in the sterrad sterilizer may result in residual hydrogen peroxide being present on the outer surface of the load. This may cause contact burns when the surface of the load is handled.